Manufacturer narrative:
(B)(4). Application support manager (asm) discussed with surgeon the guidelines for making setting adjustments. Surgeon was going to increase the raster energy from .75 to .80 and the sidecut energy from .80 to .90 to help resolve the issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient's flap on left eye would not lift and procedure was converted to photorefractive keratectomy (prk) over the flap. Patient is continuing to heal from the prk. It was reported bcva is unavailable until patient has more time to heal from prk.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Pre op best corrected visual acuity (bcva) was 20/20. Patient presented on (B)(6) 2017, with a staph infection; was treated and was seeing 20/200 bcva, best corrected vision acuity. Surgeon fitted patient with rigid contact lens and now the patient is seeing 20/60 bcva, with the contact, on (B)(6) 2018. No patient interface is being returned and no lot number is available. All pertinent information available to johnson and johnson vision surgical, inc. Has been submitted.